Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer is on heavy steroids and it is causing high blood glucose and she needed to know to how to program blood glucose of above 400mg/dl. The customer was advised that we are replacing lancet. The customer was advised why pump will not go up about 400 for blood glucose when trying in bolus wizard.